Event description:
A healthcare professional reported in a clinical study that following an intraocular lens (iol) implant procedure, patient experienced posterior capsule opacification and the patient has undergone additional surgical intervention. Casuality was stated to be related to the device. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).